Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative in regard to a patient receiving 10 mg/ml at 2.751 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that erosion occurred. The device did not actually rupture the skin and infection was not confirmed. No patient symptoms reported. The event date was asked, but unknown. A revision was performed on (B)(6) 2016, but the company representative did not know when the pump started to erode. There was not a sterility allegation.

Event description:
The pump was used to infuse morphine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.